Manufacturer narrative:
The system was used for treatment. A kit lot number was not provided; therefore, a batch record review could not be conducted. The uvadex lot number was not provided. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint category, other-leak of unknown origin. No trend was detected for this complaint category. The assessment is based on information available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4). Device not returned to manufacturer.

Event description:
During an internal review of the service order reports on may 18, 2016, it was discovered in a service order report dated 4/13/2016, that in addition to replacing the pressure sensor in order to address the customer's complaint; the field engineer also wrote that he had to clean residue from a previous blood leak. Since no record of a recent blood leak could be found, the customer was contacted. The customer stated that she did remember seeing "blood on the back of the instrument". The customer reported that she cleaned the instrument, but she did not know the origin of the leak or when the leak occurred. On may 24 2016, the customer stated that she could not provide any additional information regarding the blood found on the "back of the instrument." The customer stated that the nurse who operated the instrument was not available and that they would call back if additional information was discovered. Upon further review of the complaint database, a blood leak complaint was found for this instrument, serial number (B)(4), on 05/20/2014. This leak was reported under 2523595-2014-00162. The customer's service request to clean the instrument and to replace the pressure sensors after the leak was cancelled. There are reasons to believe that the blood residue found by the field engineer as described in this complaint could be from this previous blood leak that was not serviced. However, since we can not be 100% confident that this is the case, we are reporting this complaint out of an abundance of caution. No product was returned for investigation..